Event description:
The report stated that when a pt return electrode is plugged into the generator, the return electrode monitoring light stays green without it being on a patient and stays green. If completely removed after applying the pad to a patient, it will turn red and alarm.

Manufacturer narrative:
The investigation found the cause of the report was a capacitor which was low out of specification. This issue is under review by engineering to see if any action is necessary.